Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The pump passed unexpected restart test. No unexpected restart or delete setting anomaly was noted. All operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm were noted. The pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked on battery tube threads and stripped battery cap coin slot. The pump was received with no missing black seal in reservoir tube window.

Event description:
The customer reported via phone call of high blood glucose readings and cracks on the insulin pump. The customer's blood glucose reading was 500+ mg/dl. The customer stated that she had several cracks on her pump. The customer stated that she had cracks and pieces that were not secure. The customer stated that the damage is on top front of the pump near the reservoir cracks. The customer stated that the o-ring inside the reservoir compartment is loose. The customer could not recall how the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.